Event description:
It was reported prior to using bd vacutainer® edta 2k a tube was missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.